Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. In addition, the customer reported "feeling low" and thirsty with a reading of 47mg/dl obtained. No third party medical intervention or self-treatment was reported. There was no report of death or serious injury.

Manufacturer narrative:
It should be noted: the original MDR was filed in error. Although the customer was using affected test strips, she did not complain of erroneously low results, a slow fill or any other reading's issue. The field action for abbott's precision family test strips does not involve issues associated with error 6 messages, which was the product problem associated with this complaint. The meter with serial no: (B)(4) was returned on (B)(6), 2011 and an investigation has determined the complaint is confirmed. The meter's date and time were set to 11:34 pm on (B)(6) when received. Meter data-log was uploaded and reviewed, time and date change due to esd (electrostatic discharge) was observed.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.